Manufacturer narrative:
Batch review performed on 22 january 2016. Lot 151048: (B)(4) items manufactured and released on 06 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 27 january 2016, the medical affairs director performed a clinical evaluation and commented as follows: investigation cannot be performed in absence of x-rays. Reasons for dislocation are in most cases related to component positioning, but a patient with dementia may have very relevant additional problems, such as poor soft tissue strength (she's (B)(6)) and uncontrolled movements, with traumatic implications or not. It's very possible that the cup shifted from original position because it may have been subject to sudden violent stresses when the mechanical pressfit was starting to ease off and the biological fixation had not started yet. No conclusion can be drawn, but there is no reason to suspect that the cause for dislocation lies in the implants.

Event description:
The patient dislocated her hip anteriorly post-operative. The surgeon reduced the hip, but felt that the acetabular shell may have dislodged and shifted. The patient dislocated her hip again. The surgeon pre-operative plan was to remove the patient's cup and increase size. Upon opening the patient the surgeon decided to adjust the cup back to the correct position without removing any implants. The surgeon said the patient has dementia which could be causing post-operative difficulties. The surgery was completed successfully. X-rays are not available. Explants are not available.

Manufacturer narrative:
On 21 march 2016 it was prepared a final report with the information already submitted in the initial report. On 24 march 2016 the report was sent to the initial reporter and the case was closed.